Event description:
The sonosite ultrasound device reported not to turn on. When biomed was working on the issue, the memory was wiped out by pressing the bottom right key and turning on the machine. The patient data was destroyed.